Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 11 january 2016. The fse inspected the unit and determined the motor was not functioning correctly. The engineer replaced the motor and performed multiple high quantity cup transfer evaluations with no errors and visually observed smooth movement. No further action required by field service.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was cup transfer z axis motor

Event description:
On (B)(6) 2016 a customer reported error 4151 c trans z home detect error with their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2 and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.